Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was due to the patient not realizing that the minicap was not tightened sufficiently; and this led to the minicap disconnecting during patient use. It was reported the patient presented to the outpatient department and was treated with unspecified antibiotics. At the time of this report the patient was recovering from the event and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.